Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a biomed alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was not broken or missing. Visual inspection found the battery was missing. Review of the error history log found "primary audible alarm post". Unable to duplicate the "primary audible alarm post" at power up. Functional testing was unable to determine the intermittent error. An audio test was performed and passed. Repair was not needed due to no problem was found on speaker. Performed preventative maintenance (pm) and passed all functional testing. Service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device was related to the customer reported issue of a primary audible alarm error. Although the reported problem is the same, the service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint.